Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," it advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The patient reported that her blood glucose result was 489 mg/dl at 5:42 am, and she gave herself an 8u manual injection of insulin, then deactivated the pod she was wearing. She activated a new pod at 5:49 am. She provided the following history: time: 5:58 am, blood glucose result (mg/dl): 459; time: 6:47 am, blood glucose result (mg/dl): 370; time: 7:17 am, blood glucose result (mg/dl): 388, bolus (units): 2.20; time: 8:12 am, blood glucose result (mg/dl): 301, bolus (units): .85. At 8;27 am, her result was 294 mg/dl, and she went to the emergency room. She said she had vomited several times. She also stated that her blood glucose result had risen over 500 mg/dl, but did not provide the time for this result. At the hospital, the doctor gave her a manual injection of insulin (units unknown). At 1:34 pm, she was released from the emergency room with a blood glucose result of 146 mg/dl. At 4:07 pm, her result was 125 mg/dl.